Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the system was unable to successfully defibrillate the patient during testing. The system was not used, and another system was implanted. No patient complications have been reported as a result of this event.